Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a multirate infusor overinfused. The expected infusion time was 48 hours; however, after 12 hours the device was observed to be empty. The device was filled with an unspecified chemotherapy drug with an infusion rate of 5 ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.